Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user disconnected from the ilet while in range and remained off therapy for several hours as the device was charging, during which blood glucose rose to 288 mg/dl and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, and the user declined further follow-up. Investigation included troubleshooting and education during a call, after which the user reconnected to therapy. Investigation of this case revealed that hyperglycemia occurred due to interruption of insulin delivery when the user remained disconnected, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy.